Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a product performance. Additional information received indicated that this lead was found to be dislodged in clinic about a week prior to the explant procedure which was confirmed via chest xray. The lead is not longer in service. No additional adverse patient effects were reported.